Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display blank screen was confirmed during internal inspection. Received on 02-jul-2025, syringe device was received unboxed and with paperwork. Internal inspection revealed that the display board harness was not attached to the logic board connector causing error code 357.5020 at power up. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Workmanship at bd manufacturing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had black screen display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had black screen display. There was no patient involvement.